Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Specific bg values were not provided. Customer believes that the cause of the bg level was due to an issue with the pump. However, the specific cause was not clarified. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.